Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "cysts."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, underweight, fold crease, device appearance 40-mm dark patch edge material inside the gel of the device, and wear abrasion. A microscopic analysis was performed which identified two sharp edge break assessed as unidentified tear break. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side assessed as an unidentified tear opening, and sharp break on the anterior side assessed as an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.